Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug via an implantable infusion pump for spinal pain. The consumer reported that the pump had been alarming for a few days because the pump had been out of fluid. The patient was in the hospital for an unrelated issue and missed the refill. No symptoms were reported. No further complications were reported.